Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt was implanted with a dhhs plate and helical blade about 3 weeks ago for a left hip fracture. Pt was returned to the operating room on (B)(6) 2011 for revision. During removal it was noted that blade would not collapse into the plate but would rotate. The plate and blade could not be removed separately and were removed joined together. The surgeon revised the pt to a tfn. This is two of two reports for this event.